Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The event can be detected/prevented by following the instructions for use which state: [3.18 connection to the ac mains power supply] do not extend a single wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and light source. Otherwise, malfunction of the equipment may result. [6.1 precautions for operation] ·use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the event was not confirmed. Additional findings are that the software was updated to the 4.0 version. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had the image go black. The event occurred during a diagnostic colonoscopy. There was a delay of thirty minutes, and the procedure was completed with the same device. There was no patient harm associated with the event.